Event description:
Replacement heads are not staying on (handle) - oral b power care "[device breakage]". Case narrative: consumer via phone stated that replacement heads were not staying on. No injury was reported

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.